Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the physician inflated the tr band device per usual protocol and apparently was slowly leaking air as the patient went to recovery. It was reported that the patient was bleeding as the tr band had lost air. The doctor re-inflated the tr band and noticed it was not holding air. The tr band was removed. The patient received a new tr band and hemostasis was achieved. The patient was reported to be in good condition. Additional information was received on 5/1/2018. The patient condition was good prior to use with tr-band. Blood loss was reported to be less than 250cc. Access was right radial for left heart catheterization.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used regular tr band assembly was returned for evaluation. Only the tr band assembly was returned. Visual inspection revealed no anomalies. Microscopic visualization of the seals revealed no anomalies. Functional testing was conducted. A tr band inflator was obtained and used to inflate the tr band with 18 ml of air. Pressure was applied to the large and small balloon to verify full inflation. The two sides of each balloon did not touch together. The inflated tr band was then submerged under water. No bubbles were observed along the seals of the large and small balloons or along the inflation balloon, inflation balloon valve, or inflation tube. The device was weighed down and left submerged for 15 hours. After 15 hours, the tr band was deflated and 18 ml of air was measured. No leak was present during testing. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.